Event description:
The field engineer reported that the system was shutting down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was identified as requiring replacement. However, the customer is enlisting a third party service to perform the repairs.